Manufacturer narrative:
(B)(4).

Event description:
It was reported a merlin transmission revealed several ventricular fibrillation episodes due to noise on the ventricular channel. The lead was capped and replaced. Damage was discovered on the lead insulation at the point of contact with the can. The patient condition is good.